Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx either has a loose etco2 connector or a non working etco2 module. There was no patient involvement.